Event description:
When the cypher stent delivery system was inserted into the guiding catheter, the delivery was not smooth. Therefore, the physician removed the cypher and the stent dislodged to the proximal end of the sds. The procedure was finished by implanting another cypher stent. As per the procedural physician: "does not know how the stent dislodged. The dislodgement had no effect on the procedure."